Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the aneurysm enlargement of 46.5mm, ruptured juxtarenal abdominal aortic aneurysm, type ia endoleak, additional endovascular procedure and death complaints are confirmed. This is consistent with the reported adverse event/incident. The patient experienced an abdominal aortic aneurysm rupture in 2023 making this cautionary product usage. In 2023, the graft was revised due to a type iiia endoleak and associated rupture. Following a subsequent rupture in 2025, an additional graft revision was required, making this cautionary product usage. In 2023, a non-endologix stent was placed to treat an enlarging proximal neck measuring 37 mm making this concomitant product usage. The death was likely multifactorial, related to the prior aneurysm rupture, the concomitant use of a non-endologix stent to manage an enlarging proximal neck, multiple revisions of the previously placed graft, and the shock resulting from a subsequent rupture of a juxtarenal abdominal aortic aneurysm. The clinical assessment determined that there was evidence to reasonably suggest additional endovascular procedure using a vela cuff that was not included in the event as reported. The additional endovascular procedure was discovered during review of the product use record dated (B)(6) 2021. The patient death was determined to be anatomy and user related. Procedure related harms are hemodynamic instability, renal insufficiency and death. This complaint does not represent an endologix product failure as the most proximal non-endologix stent contributed to the type ia endoleak, subsequent rupture, and patient death. The final patient status was reported as deceased on the day of surgery. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Approximately seven years post initial procedure, the patient presented with a ruptured abdominal aortic aneurysm (aaa). Imaging tests revealed a type iiia endoleak at the junction, a lack of overlap, and bilateral ib endoleaks. The physician elected to treat the patient by implanting two ovation ix extenders, an afx2 bifurcated stent graft, and a gore ctag (non-endologix) device. Following these interventions, a final angiogram showed no remaining endoleaks and the patient's condition was stable. This event was previously reported under MDR # 2031527-2023-00224. Approximately two years post intervention, the patient presented emergently with a type 1a endoleak and ruptured aneurysm. It was reported that the type 1a endoleak was coming from the top around the previously implanted proximal gore device. The physician elected to implant a vela infrarenal and two vela suprarenals. A proximal seal was obtained and the patient was stable leaving the operating room. Later the same day the patient passed away. The physician reported that the rupture complexity and age was too much to overcome.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.